Manufacturer narrative:
E1: patient city: (B)(6) patient country: netherlands. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported that the patient was hospitalized on (B)(6) 2025 due to hyperglycemia. The blood glucose level was 24 mmol/l at the time of event and the patient got treated with insulin via pump. No further information available.

Manufacturer narrative:
MDR retraction: the initial MDR with manufacturing report number (3003442380-2025-11286), was submitted on 04-july-2024. However, based on the description, it was found that the adverse event was not infusion set related, it was due to sensor issue. Now, this case has been determined to be non-reportable after the additional information received on 13-nov-2024. Hence, this MDR is being submitted to retract the initial MDR.

Event description:
To date, additional patient or event details were received which have been added in h11.